Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is no longer working, and has not been working for several years. Multiple follow-up attempts were made but were unsuccessful in obtaining any further information. The current status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.